Manufacturer narrative:
PMA/510k: this report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: harvin, w.h. Et al (2017), working length and proximal screw constructs in plate osteosynthesis of distal femur fractures, injury, vol. 48 (11), pages 2597¿2601 (USA). The aim of this retrospective study is to evaluate if the working length of lateral anatomically pre-contoured locking plates in distal femur fracture fixation using relative stability techniques affects union rate. Between january 2007 to december 2011, a total of 96 patients were included in the study. Surgery was performed using synthes ((B)(6)): less invasive stabilization system (liss df) in 17 patients, locking condylar plate in 28, variable angle locking condylar plate-first generation in 17, variable angle locking condylar plate-second generation in 5; and a competitor's device for the remaining 29 patients. The mean follow-up was 584 days (range, 85¿2119 days) and 88.5% (85) of patients either had a minimum one-year follow-up or were followed until fracture union. The following complications were reported as follows: 21 patients died prior to union. 34 patients (11 male and 23 female) were classified as nonunions. 12 of 34 went on to heal after an additional unplanned fracture surgery. 22 patients were classified as having recalcitrant nonunions. 44 fractures (45.8%) had greater than 5° of malalignment, 14 of which went to nonunion. This report is for an unknown synthes plate/screws constructs. This is report 1 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.